Manufacturer narrative:
The insulin pump was received with missing segments/partial display/horizontal line due to a cracked lcd zebra connector. There was no moisture damage on electronics and motor noted. The pump was received with a cracked display window, a cracked case at the display window corners, and a cracked reservoir tube lip.

Event description:
The customer reported via phone call that she was having a dark line running down her screen on the insulin pump. Customer stated that the pump had gotten warm from her wearing it next to her skin. Customer stated that it is like car codes on the lcd screen and she can't see much. Customer's blood glucose was 165 mg/dl at the time of the incident. Customer stated that the pump was neither dropped nor bumped. Customer was advised that the pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan.